Event description:
It was reported that the distraction of the cage was impossible. New implant was used to complete the surgery successfully. There was a surgical delay of 30 minutes. No adverse health consequences reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, risk assessment; result: upon device evaluation, the end caps were found attached to the cage on both sides and were jammed. The end caps are assembled during a procedure to the implant in a manner that accommodates the surgical approach. Manufacturing history review revealed no relevant anomalies. The event happened during an assembly. It is likely that the device may have been improperly assembled during a surgery, resulting the in the reported jamming. However, the exact root cause cannot be confirmed.

Event description:
It was reported that the distraction of the cage was impossible. New implant was used to complete the surgery successfully. There was a surgical delay of 30 minutes. No adverse health consequences reported.